Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - reaming rods/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, that during the reaming process in a tibial nail advance case, the reaming rod was removed to grab a fresh one and the first one was abandoned. While grabbing the second reaming rod, the doctor started to mean for the reflex new reaming system without the reaming rod, the tip of the reamer head fell off in the patient canal. As a result, a hole was drilled in the tibial shaft using the reaming rod retrograde kind that reamer head and it was removed through the opening of the canal. There was surgical delay of 15-20 minutes everything else in the case was smooth after the successful removal. It was unknown if there were any patient consequences/outcome. Concomitant product details: unk - nails: tibial (part # unknown, lot # unknown, qty - unknown). This report is for one (1) unk - reaming rods. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.